Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer continuously lost connection to the mobile programmer application during an implant procedure. It was noted that connection seamlessly reestablished, however at one point the mobile programmer was unable to stabilize connection on it's own requiring manual reconnection. It was further noted that postoperatively, the mobile programmer was unable to update it's firmware. Troubleshooting steps were taken to include reinstalling the mobile programmer application, however the mobile programmer was unable to connect with the application and was swapped out. The mobile programmer is expected to be returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: device was returned for physical analysis. Analysis was unable to confirm the customer comment that the mobile programmer was unable to stabilize the connection and was unable to update the firmware. The device passed all functional tests and the firmware was updated successfully. It was noted that there was cosmetic damage at the analyzer connector. Final disposition of this unit will be maintained by the contract manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.